Event description:
Reportedly on (B)(6) 2011, the physician observed that the aida memory reading was running but never completed. The physician was able to review the aida data but none of these data were saved in the pt file. Although, the physician reported that the pt had storms in (B)(6) 2011 and possibly received shock therapy. The physician asked for an explanation of the reported behavior.

Manufacturer narrative:
On (B)(6) 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.